Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic transanal total mesorectal excision (tatme). The hook was being used transanally for approximately one hour when it was noted that the shroud of the hook at the point of articulation had split. The operation continues and the instrument was used for approximately five more minutes because there was not another device available. No patient injury or extension in surgical time. No burns due to stray current noted. Patient status is alive, no injury. Patient relevant medical history: colon cancer

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur if the instrument is used improperly. Replication of the sheath damage may occur if the sheath comes into contact with a cautery device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. A review of the current complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.